Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined to reimage the station. A field service engineer troubleshooted and found the medstation had errors and constantly had to reboot. So, they reimaged the station. No further issues were reported. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system had a keyboard failure which was not working. The customer reported they were able to get medication, but there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.